Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the lead, the lead was positioned into multiple places, but the threshold and sensing was poor and the lead tip was worn. The catheter broke, so the lead and catheter were both replaced. No patient complications have been reported as a result of this event.